Manufacturer narrative:
(B)(4). Additional information obtained has been entered into sections a and b. The additional information indicates that the patient started with a local exit site infection around the catheter that later developed into peritonitis. In this case the catheter and the local wound infection are the probable cause of the peritonitis and not the baxter devices. This is no longer a MDR reportable serious injury related to a baxter device.

Manufacturer narrative:
(B)(4). The devices involved were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
During a call for an unrelated alarm, baxter (B)(4) was notified by a home patient (hp) that she just got out of the hospital because she had peritonitis. There is no additional information at this time.

Event description:
Further information was received from the reporting nurse on (B)(6) 2010. The report concerns a female patient, aged (B)(6) with end stage renal disease secondary to renal vascular disease. The patient commenced continuous ambulatory peritoneal dialysis (capd) on (B)(6) 2007 and switched to automated pd on (B)(6) 2007. Her treatment regime consisted of 5l dianeal pd4 1.36%, 3l dianeal pd4 2.27% and a longer overnight dwell of 2l extraneal. On (B)(6) 2010, the patient presented with an exit-site infection which cultured positive for (B)(6). The site was cleaned with a 2% chlorhexidine gluconate 70% isopropyl alcohol topical antiseptic (chloraprep) and the patient was given a seven day course of oral flucloxacillin at a dosage of 500mg qds. She was seen a week later with no improvement. Another course of flucloxacillin was given at the same dosage and was given another antiseptic preparation (hibiscrub). Throughout (B)(6), she exhibited moderate growth and remained on oral flucloxacillin until the (B)(6) when it appeared that the exit-site infection had cleared. On (B)(6) 2010, the patient presented with a reoccurrence of her exit-site infection. The culture was positive for (B)(6). She was swabbed for (B)(6) and was given flucloxacillin. On the (B)(6) she was given mupirocin (bactroban) ointment and continued on oral flucloxacillin. On (B)(6) 2010, the patient presented at the pd unit with abdominal pain and cloudy effluent with no temperature. The batch numbers of pd fluids she had been taking immediately prior to the event were not available. The patient was immediately administered a single 2g dose of i.p vancomycin and was initiated on i.p gentamicin at eight doses per day (each dose 16mg per bag of pd fluid over four exchanges per day) for two days. A sample of the patient's cloudy effluent was taken prior to antibiotic administration and a wcc showed 9990x106 cells per litre and a rbc of 60x106 per litre. No differential data was available. The effluent culture was positive for (B)(6) sensitive to amoxycillin, ciprofloxacin and gentamicin. After two days, the patient's gentamicin was halved to 8mg per bag over for exchanges which continued in conjunction with two further 2g doses of vancomycin, administered as static doses, seven days apart. A further sample was taken on (B)(6) 2010 and showed a white cell count (wcc) of 3890x106 cells per litre with 60% polymorphs. The patient's red blood cell (rbc) count was 10x106 cells per litre. The effluent culture was negative after five days. The patient was admitted to hospital on (B)(6) 2010 and on (B)(6) 2010 a further sample was taken and showed a wcc of 980x106 cells per litre and rbc was 6x106 cells per litre. The effluent culture grew gram-ve bacilli sensitive to amoxycillin, ciprofloxacin and gentamicin. Throughout this time, the patient was experiencing cloudy effluent on her morning drain which continued to clear throughout the day. She only experienced abdominal pain in her first presentation to the unit on (B)(6) 2010. The patient was discharged on (B)(6) 2010, and later that night, contacted baxter healthcare technical services, requesting help and reporting fibrin in the line whilst using product of batch (B)(4). She was seen by the unit on (B)(6) and a sample taken that day showed an improved wcc of 268x106 cells per litre. When seen on (B)(6), she was considered recovered with a wcc of 20x106 cells per litre. Throughout the episode of peritonitis, the patient's exit-site infection was ongoing. When she was seen on (B)(6) 2010, the exit site was dry and clean and it was hoped that she was recovered. The patient had not experienced peritonitis before and the reporting nurse stated that the episode was probably related to the patient's concurrent exit-site infection rather than baxter pd fluids.